Manufacturer narrative:
Per tandem¿s user guide: ¿do not use any other insulin with your pump other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the pump." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line separated from the cartridge. A cartridge change was performed resolving the issue. Customer's blood glucose (bg) level ranged from 555-588 mg/dl. The customer delivered a bolus to address bg. A system check with tandem technical support verified that the pump and related supplies were functioning as intended. Reportedly, the customer was using admelog insulin within the cartridges. A supply change was performed resolving the issue. Tandem technical support advised the customer against using off label insulin with the pump.